Event description:
It was reported that during a high blood glucose event attributed to a bent infusion cannula, the patient attempted to use a meal announcement as a correction, and troubleshooting and education were provided to advise against using meal announcements for correction dosing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.